Event description:
Volunteer first responders responded to a auto vehicle trauma patient described as in cardiac arrest. The device was connected to the patient but, according to the reporter, the device would not power up. The patient was not resuscitated.